Manufacturer narrative:
Initial report: b5: was submitted on 10-aug-2021. Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex artery via femoral access. The oad jumped forward during the first treatment. Imaging showed the vessel was patent. A second treatment was started, and the patient experienced chest pain after seven seconds. Imaging revealed a proximal type d dissection, and the oad was removed. A stent was placed reaching the circumflex artery, however the dissection was not resolved. It was unclear if the dissection extended into the left main artery. Kissing stents were placed from the lad and circumflex into the left main, and the dissection was resolved and the procedure completed. After seeing the stents on imaging, the physician noted the tortuosity of the vessel was more acute than previously thought. The patient remained hemodynamically stable throughout the procedure and was transferred to the intensive care unit.